Event description:
An employee was removing a cup of steris 20 sterilant concentrate (s20) from the system 1 processor following completion of a cycle. Residual s20 use dilution was left in the cup which splashed on the employee¿s arm as she removed the cup. The employee went to the medical center emergency room, where silvadene ointment was applied to the reddened area on her arm. No blistering occurred, no further treatment was required and the employee returned to work immediately.

Event description:
Ep was placed under tee guidance and confirmed in the proper place via echo views. Ventricularized with 1cc of volume. When they went to deliver retrograde cardioplegia, there was an adequate line pressure and flow rates, but no increase in the cs pressure to indicate that plege was being delivered to the patient. Another 1/4cc of saline was added to the balloon, and it was noted that blood came back into the balloon syringe, indicating a ruptured cs balloon.

Manufacturer narrative:
The balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and inconsistent in wall thickness. Visually there is a sharp kink 5 inches from the proximal strain relief. Water was introduced through all but the balloon lumen and the water flows from where it should with no functional defects. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.